Event description:
During an operation, the doctor connected a valve and a ventricular catheter. Then he checked their patency. However, csf did not go through the valve though it passed the ventricular catheter smoothly. No patient injury was reported.